Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the patient had intermittent loss of capture despite adequate right ventricular (rv) threshold. This coincided with the patient having a non-device system related sepsis and endocarditis. The lead output was increased and no further loss of captured was seen. The patient was later admitted to the hospital with a medication allergic reaction when syncope was noted and loss of capture was observed on the telemetry. A temporary pacemaker was placed and the lead was explanted. It was further reported that during the explant procedure the lead was tested through the analyzer and loss of capture continued as well as undersensing of the paced r waves. No further patient complications have been reported as a result of this event.